Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. Upon eval, the power supply connector was defective. The root cause of the defective power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply connector. The last pt to use this charger/modem did not report any deficiencies.